Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the root brace rubber cracked, the distal body cracked, the remote control buttons cracked, the objective lens unit cracked, the light guide cable crushed, the distal body leak, the remote control buttons leak, the light guide fiber bundle (lcb) defective, and the suction channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).